Manufacturer narrative:
As received, a complete lead was returned in two pieces for analysis. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection of the lead revealed no anomalies with the exception of damages consistent with those occurring at the time of explant. Based on the device analysis and the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the hospital after receiving inappropriate high voltage (hv) therapy. Upon interrogation, the defibrillation impedance was noted to be high and out-of-range on the right ventricular (rv) lead. The lead was explanted and replaced due to suspected lead fracture. The patient was stable with no adverse consequences.